Event description:
The customer passed out and emts were called. When the emts arrived, they used the device to check blood glucose and obtained a result of 197mg/dl. The emts used their equipment and obtained a reading of 21mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.